Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: h6 (annex a) and (annex c) correction: h10 (device evaluation) event description as reported, during a ureteroscopy, the baskets of two ngage nitinol stone extractors were able to be closed, but once the devices were inserted into an unspecified scope, the baskets would not open. The procedure was successfully completed with another same type device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the devices were conducted. Two devices were returned. Device #1 was returned to cook in open packaging. The handle does not actuate basket formation. Support sheath is separated 7mm from the handle and bent at the handle. The handle was disassembled but could not manually actuate basket formation. Device # 2 was returned in open packaging. The handle does not actuate basket formation. The support sheath is bent approximately 9mm from hub. The handle was disassembled but could not manually actuate basket formation. The shrink tubing is loose and pulled up around the basket formation. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed one related non-conformance for ¿basket/grasper will not open/close¿ in which nine devices were scrapped. No additional related complaints were received for this product lot. Because adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other related complaints from the lot had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the devices were manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device #1, and the results of the investigation, the returned complaint device was found to be nonfunctional due to damage to the yellow support sheath. The cause of the issue could not be conclusively determined. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling. Based on the information provided, inspection of the returned device #2, was found to be nonfunctional due to damage to movement of the distal shrink tubing. The distal shrink tubing had moved distally, covering the basket formation and preventing the basket from opening. The cause for the sheath movement could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4: product lot #: 15188925. Event description: as reported, during a ureteroscopy, the baskets of two ngage nitinol stone extractors were able to be closed, but once the devices were inserted into an unspecified scope, the baskets would not open. The procedure was successfully completed with another same type device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. Two devices were returned. Device #1 (reference patient identifier (B)(6)) was returned to cook in open packaging. The handle does not actuate basket formation. Support sheath is separated 7mm from the handle and bent at the handle. The handle was disassembled but could not manually actuate basket formation. Device # 2 (reference patient identifier (B)(6)) was returned in open packaging. The handle does not actuate basket formation. The support sheath is bent approximately 9mm from hub. The handle was disassembled, but could not manually actuate basket formation. The shrink tubing is loose and pulled up around the basket formation. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one related non-conformance for ¿basket/grasper will not open/close¿ in which nine devices were scrapped. A database search found three complaints had been reported for this lot. The three complaints were due to different failure modes and were determined to be not related. Because adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other related complaints from the lot had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the devices were manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device #1, and the results of the investigation, the cause of the issue could not be conclusively determined. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling. Based on the information provided, inspection of the returned device #2, was found to be nonfunctional due to damage to movement of the distal shrink tubing. The distal shrink tubing had moved distally, covering the basket formation and preventing the basket from opening. The cause for the sheath movement could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy, the baskets of two ngage nitinol stone extractors were able to be closed, but once the devices were inserted into an unspecified scope, the baskets would not open. The procedure was successfully completed with another same type device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.